Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('the birth of my unplanned baby/stillbirth') in an adult female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and recurrent abortion. Concomitant products included norethisterone (micronor) (B)(6) 2011 to (B)(6) 2020 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain ¿ pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), back pain ("back area - pain"), abdominal pain ("pain ¿ abdominal"), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed") and device expulsion ("migration of essure device location of device: uterine cornua"). Essure treatment was not changed. At the time of the report, the stillbirth, pelvic pain, back pain, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason ¿ unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('the birth of my unplanned baby/stillbirth') in an adult female patient who had essure (batch no. 794893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and abortion. Concomitant products included norethisterone (micronor) (B)(6) 2011 to (B)(6) 2020 for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pain ¿ pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), back pain ("back area - pain"), abdominal pain ("pain ¿ abdominal"), genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed") and device expulsion ("migration of essure device location of device: uterine cornua"). Essure treatment was not changed. At the time of the report, the stillbirth, pelvic pain, back pain, abdominal pain, dysmenorrhoea, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea and device expulsion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: if no removal planned, select reason ¿ unable to afford surgery. Lot number: 794893; manufacturing date: 2010-10; expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received. New event added: migration of essure device location of device: uterine cornua. Previously added event the birth of my unplanned baby was updated to stillbirth. Outcome of pregnancy was updated. Reporters, medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.